Event description:
Additional information received indicates both leads were explanted and replaced. One lead was fractured, and the second lead was electively replaced. Investigation was unable to determine which of the leads attributed to the event.

Event description:
It was reported the patient is experiencing ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000067907.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.